Manufacturer narrative:
Date of event: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing needle shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported with the use of the bd preset¿ arterial blood collection syringe the IV shield and/or protective cap came off letting the needle be exposed, clean needle stick occurred. The following information was provided by the initial reporter, and translated to english, "the customer stated "there is no need for the syringe needle protection cap with accidental puncture by the doctor who took the package."